Event description:
Procedure performed: lap high anterior resection. Event description: during a laparoscopic high anterior resection the plastic seal has slipped through the cannula of ctf73 into the abdomen. Seal was retrieved out of abdomen. This occured about 2 hours into the procedure. Camera had been used multiple times in and out of the port. A new port was then introduced and no further issue. Cannuala and seal to be sent back for testing. Additional information received by email from applied medical representative on 12apr22: the date was (B)(6) 2022. It was the clear shield that fell through the cannula. It was the entire component according to the hospital contact. No picture of the component received. Type of intervention: seal was retrieved out of abdomen, port got changed patient status: no patient injury or illness occur associated with the complaint event.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap high anterior resection event description: during a laparoscopic high anterior resection the plastic seal has slipped through the cannula of ctf73 into the abdomen. Seal was retrieved out of abdomen. This occured about 2 hours into the procedure. Camera had been used multiple times in and out of the port. A new port was then introduced and no further issue. Cannuala and seal to be sent back for testing. Additional information received by email from applied medical representative on 12apr22: the date was 12/04/2022. It was the clear shield that fell through the cannula. It was the entire component according to the hospital contact. No picture of the component received. Type of intervention: seal was retrieved out of abdomen, port got changed patient status: no patient injury or illness occur associated with the complaint event

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the shield, an internal plastic component of the seal, had separated from the seal. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.